Event description:
It was reported that this right ventricular (rv) lead exhibited no capture and no sensing due to lead dislodgement. In addition, this rv lead was entangled with the involved right atrial lead. This rv lead was explanted, replaced with the same model and will be returned for analysis. No additional adverse patient effects were reported.